Manufacturer narrative:
One triple lumen oximetry catheter was returned for evaluation. A suture loop and box clamp were attached to the catheter body at the 13-15cm marker area. Stopcocks were attached at medial and proximal hubs. The customer report of leakage issue was confirmed. Leakage was detected from backform to catheter body junction when proximal lumen was pressurized. No leakage or occlusion was observed in distal and medial lumens. No visible damage was observed on catheter body under the backform sleeve. No other visible inconsistency was observed from the returned catheter, especially at catheter tip. A cut down of the backform was performed for further evaluation, and a gap was observed at proximal lumen inside the backform that could lead leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. A CAPA was generated to investigate and perform actions regarding the leakage in the backform of presep products. There are process controls in place to detect the reported condition, and 100% of the units are tested to identify any defect before the product can be distributed to the field. In addition, based on the product investigation, there is no evidence that the failures are related to a manufacturing defect, as the devices passed all the associated testing before distribution to the field, where the issue was observed. Although a fundamental root cause was not able to be determined; opportunities of process enhancement were identified to strengthen the manufacturing process. As part of the manufacturing process, 100% of the units go through a dry leak test. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the oximetry catheter the medication leaked out. Per the customer, there seemed to be a pinhole in the device. The exact location in the device where the leakage was identified was unknown. No patient injury was reported.